Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure/perforation uterus') and fallopian tube perforation ('perforation fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and cystitis ("bladder/urinary problems:bladder infect") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, psychological trauma, cystitis, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, fallopian tube perforation, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia,psych injury, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2018: results of essure confirm. Test migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: previously reported event injury was updated to new event essure migration/uterus perforation, perforation fallopian tube, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, bladder/urinary problems:bladder infection, hormonal changes, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migation of essure/perforation uterus') and fallopian tube perforation ('perforation fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems:bladder infect"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, menorrhagia, psychological trauma, cystitis, hormone level abnormal, weight increased, dysmenorrhoea, dyspareunia and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, menorrhagia,psych injury, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: results of essure confirm. Test - migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received :- new event added dyspareunia (painful sexual intercourse, dysmenorrhea (cramping). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.